Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and expiration date cannot be determined. (B)(4).

Event description:
It was reported that the patient died one day following the implant of the implantable pulse generator (ipg). Cause of death was unknown. No additional information is available.